Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14178 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced five infusion set fell off events on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.